Manufacturer narrative:
(B)(4): physio-control recommended to perform a full performance inspection procedure (pip) on the device. The biomed later indicated that they have had no further issues with the device. The device was not returned to physio-control for evaluation; therefore further investigation cannot be performed. The cause of the reported failure could not be determined.

Event description:
It was reported that the device did not complete the boot up cycle, when the biomed arrived, the device had a white screen. Also, the ac mains light and the service indicator were both on. The biomed then removed the battery, reseated and then was not able to duplicate the issue. There was no pt use associated with the reported failure.